Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a kink of the image sensor cable which then may have led to a disconnection of the output signal cable and short circuit, which resulted in the blackout of the image. Regarding the cause of the kink of the image sensor cable, since damage such as a scratch was observed on the bending section cover (a-rubber) section, it is presumed that a strong external load was applied to the image sensor cable such as load which exceeds our assumption such as insertion to the trocar in a diagonal direction, or excessive twisting and bending. Instructions, operation manual chapter 3 ¿preparation and inspection¿ section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the subject event as below: ¦ inspection of the endoscopic image confirm that the endoscopic image is displayed normally in wli and nbi [white light imaging and narrow band imaging] observation. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. There were no additional findings. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope image turned black when changing the angle. The event occurred during pre-use inspection for a therapeutic laparoscopic myomectomy. The procedure was completed with a similar device. There was no patient harm associated with the event.